Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, serial# (B)(6), product type accessory, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller said the patient's left leg started to bother them very shortly after the implant. Caller said the stimulation was initially for the right let, but now they need stimulation in the patient's left leg as well. Caller said the rep told them they could help with the left leg programming, but caller hadn't spoken to them lately. The caller was redirected to their healthcare provider (hcp) to further address the issue. Caller said they would try contacting the rep for help. Caller stated the implant battery ran out yesterday so they charged the implant again, but the patient wasn't feeling stimulation. Caller said they connected to the mystim app and it looks like stim is on, but again patient wasn't feeling anything. During the call, caller described the neuro sense screen and reported neuro sense was on, however when they went back to the home screen, it showed therapy was off. Agent reviewed how to turn therapy back on, patient confirmed they could feel stim. Agent reviewed if implant goes low/empty, they will have to manually turn stim on after charging. Caller understood. Additional information was received, it was reported the stimulator had stopped all by itself and now they could not get the communicator to communicate with the handset. Patient (pt) stated issue with lack of communication began yesterday. Pt rep. Had the screen that was having them enter serial number. Technical services (tss) had pt rep. Reset communicator and then had pt rep. Repair communicator. Pt rep. Claimed communicator kept "shutting itself off." Pt rep. Successfully paired communicator to ins and saw therapy was off. Tss had pt rep. Turn therapy on and educated pt rep. On charging expectations for ins. Pt rep. Claimed ins was at 50% yesterday and did not get too low. External equipment appeared to be functioning as expected.